Event description:
It was reported that the over temperature function on the device was not working. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device found with wear and tear damaged enclosure and line cord. Outdated pcb, power switch, and front cover. Visual inspection was performed, then investigator filled tank with water, attached temp check, plugged line cord into outlet and turned on power switch. The customer reported problem was confirmed. According to the investigation, damage to pots on the pcb did not allow the over temp to be reset. The investigation reported that this issue was caused by customer damage. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is user interface (customer damage).